Manufacturer narrative:
During the initial report, customer also reported they have gastroparesis. The customer stated that they should have programmed the extended bolus to deliver 50% first and 50% at a later time. Customer acknowledged that delivering 75% first, was too fast based on their gastroparesis. Customer also reported feeling dizzy. Customer stated that between the initial call with tandem technical support and the follow up call, their blood glucose (bg) level had lowered to 50 (mg/dl) and they had fallen into a heavy sleep, but had not fainted or lost consciousness. The customer consumed a glucose drink to address low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set an extended bolus to deliver 75% immediately and deliver 25% over the following few hours. Reportedly, the customer did not consume food as intended before insulin was delivered. Subsequently, the customer experienced a low blood glucose (bg) level of 67 (mg/dl). The customer ate food to address low bg level. Follow up with the customer determined the customer's bg level had risen to 129 (mg/dl).